Manufacturer narrative:
Concomitant product(s): a 407652 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure the right ventricular (rv) lead had dislodged. Defibrillation therapies were programmed off until the lead was able to be successfully repositioned. The lead remains in use. No patient complications have been reported as a result of this event.